Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.